Manufacturer narrative:
No device analysis results are available because the device was not returned. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure an embolus was identified within the sheath prior to the cardiomems delivery system being inserted. Emboli were additionally visualized in the left pulmonary artery which were determined to be quite small, and did not require thrombolytic therapy. A dose of heparin IV bolus was administered 40 minutes into the case and second heparin IV bolus was administered just before the patient was transferred to recovery. The patient was kept overnight and discharged the following day. It was reported that the patient had been admitted several days before the scheduled implant and IV heparin infusion had been administered (B)(6) 2023- (B)(6) 2023 which was then discontinued on (B)(6) 2023 in preparation for implant. During the implant the physician also reported that upon release of the sensor the distal loop of the sensor appeared to be sticking to the delivery catheter. Troubleshooting was performed and the physician was able to successfully release the sensor using the pa catheter balloon.